Manufacturer narrative:
(B)(4). The customer returned one, two-lumen catheter and a guide wire for analysis. The guide wire was returned fully inserted through the catheter. Signs-of-use in the form of biological material was observed inside the catheter extension lines. After dislodging the guide wire from the catheter, large amount of dried biological material was observed on the guide wire body. Visual analysis of the guide wire revealed five major kinks across the guide wire body and one slight bend near the proximal end. Two major kinks were also observed on the catheter body; however, based on the location of the damage, it is assumed that the kinks in the guide wire caused this damage. Microscopic examination confirmed the kinks and revealed that the distal and proximal welds appeared spherical and intact. The kinks in the guide wire body measured 346mm, 390mm, 404mm, 421mm, and 434mm respectively from the proximal end. The kinks in the catheter body measured 42mm and 85mm respectively from the distal tip. The guide wire total length measured approximately 684mm, which is within the specification limits of 679mm-687mm per the guide wire graphic. The guide wire outer diameter measured .84mm, which is within the specification limits of .838mm-.877mm per the guide wire graphic. The catheter body length from the juncture hub to the blue-flex tip measured 217mm, which is within the specification limits of 207mm-227mm per the catheter graphic. The catheter body outer diameter measured 3.98mm, which is within the specification limits of 3.96mm-4.06mm per the catheter extrusion graphic. A lab inventory guide wire with a diameter of .035" was passed through the catheter body. Minor resistance was observed at the kinks; however, the guide wire was able to pass completely through the catheter. A manual tug test confirmed that the proximal and distal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "if resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously". The IFU also cautions, "although the incidence of spring-wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied to the wire". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed five kinks across the guide wire body. Kinks were also observed on the catheter; however, it was determined that this was likely caused by the kinks in the guide wire. The catheter and the guide wire met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the sample received and the customer report, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the spring wire guide (swg) was kinked during patient use.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the spring wire guide (swg) was kinked during patient use.